Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. No adverse patient effects were reported. Additional information received indicates that the lead was attempted due to the helix became entangled with tissue and was unable to retract according to normal function. The lead is not available for evaluation.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not reportable criteria.